Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 221mg/dl at the time of the incident. The customer reported that she was changing infusions set and now the screen was flashing and will not do anything. Customer stated that she has received a replacement pump because of damage but was not using it because she has not seen doctor to get the pump set up. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.